Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a perclose device using the pre-close technique via a 6f sheath hole prior to an transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a perforation occurred and was caused by the perclose device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Balloon angioplasty was used to treat the perforation and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.